Event description:
The power extension cable at the back of the patient electronics unit was frayed and sparking was observed.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that wires in the power extension cable were frayed and broken through the insulation. A test-standard power cable was connected to the unit and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.